Event description:
Customer reported a reading of 163 mg/dl around 6:00 pm. At 7:00 pm, the customer experienced a seizure. Paramedics were contacted and provided a reading with an unknown brand meter of 20 mg/dl. Customer was treated with an IV to raise blood glucose levels at the hospital then released. Lab samples were taken but not reported by the customer. Testing was conducted on the fingers.